Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated human chorionic gonadotropin (hcg) results were obtained on a patient sample on a dimension exl 200 instrument. Quality controls (qcs) recovered out of ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse determined that the heterogeneous module (hm) jammed and aligned and calibrated the mixers. The cse also determined that wash probe 1 was unaligned and unstable due to a loosened screw set and the outer incubation ring was not fully pushed down and level, causing it to rub on the inner ring. The screw was tightened and the probe was aligned. On a subsequent visit, the cse found an error in the aspiration with wash probe 1 while calibrating hcg and the hm system. The hm system was primed and cleaned and the cse replaced the wash probe 1, hm wash probe 2 and reagent probe 2 (r2). The cse also aligned the sampler, r2, and the luminescent oxygen channeling immunoassay (loci) and calibrated the hm mixers. Additionally, the cse ran a system check, calibration and qc, which recovered within acceptable limits. A patient comparison study was performed between the analyzers and passed with acceptable performance. Siemens further evaluated the event and concluded that the r2 and hm wash probes potentially caused the falsely elevated hcg result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl 200 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same dimension exl 200 instrument and an alternate dimension exl 200 instrument. The repeat result from the alternate dimension exl 200 instrument was lower than the erroneous results. The repeat result from the alternate instrument was reported, as the correct result, to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely elevated hcg result.